Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)/ terminated, ectopic') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included obesity, gravida ii, parity 1 (dob (B)(6) 2010), anemic and ectopic pregnancy. Concomitant products included betamethasone since (B)(6) 2016, ibuprofen since (B)(6) 2016 and iron since (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) chronic") and dyspareunia ("dyspareunia (painful sexual intercourse) chronic"). In (B)(6) 2016, the patient experienced migraine ("migraines/headaches") and tooth fracture ("dental problems teeth breakage/ dental problems"). In (B)(6) 2016, the patient experienced feeling abnormal ("hormonal changes describe: brain fog"), mood swings ("hormonal changes describe: mood swings/ hormonal changes"), urinary tract infection ("infection (bladder / urinary tract / vaginal) type: urinary tract/ utl"), vulvovaginal mycotic infection ("infection (bladder / urinary tract / vaginal) type: yeast"), anxiety ("psychological or psychiatric problems condition: anxiety/ psych injury related to essure"), depression ("psychological or psychiatric problems condition: depression/ psych injury related to essure"), acne ("rashes or skin conditions type: acne"), alopecia ("hair loss thinning/ hair loss") and allergy to metals ("nickel allergy skin outbreaks/ nickel allergy") and was found to have weight increased ("weight gain / loss (specify which one) gain"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain/ chronic pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), dermatitis allergic ("nickel allergy-skin outbreak/ rash/skin condition"), urinary tract disorder ("urinary problems") and headache ("headaches"). The patient was treated with surgery (removed the fetus and essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, urinary tract infection, vulvovaginal mycotic infection, anxiety, depression, acne, dysmenorrhoea, dyspareunia, pelvic pain, allergy to metals, back pain, abdominal pain, dermatitis allergic and urinary tract disorder outcome was unknown and the feeling abnormal, mood swings, migraine, tooth fracture, weight increased, alopecia and headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, back pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, feeling abnormal, headache, migraine, mood swings, pelvic pain, tooth fracture, urinary tract disorder, urinary tract infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 140 lbs. The plantiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, nickel allergy, mood swings, migraine, headaches, tooth fracture, weight increased, alopecia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : insertion and removal date updated. Events added- urinary tract disorder, headache. Verbatim ¿psych injury related to essure¿ clubbed with events anxiety and depression. Verbatim ¿hormonal changes¿ clubbed with event ¿mood swings¿, ¿dental problems¿ clubbed with tooth fracture. Outcome of events ¿migraine, headache, tooth fracture , alopecia , weight increased¿ updated to ¿recovered / resolved¿. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included obesity, multigravida, parity 1 (dob (B)(6) 2010), anemic and ectopic pregnancy. Concomitant products included betamethasone since (B)(6) 2016, ibuprofen since (B)(6) 2016 and iron since (B)(6) 2017. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced migraine ("migraines/headaches") and tooth fracture ("dental problems teeth breakage"). In (B)(6) 2016, the patient experienced feeling abnormal ("hormonal changes describe: brain fog"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder / urinary tract / vaginal) type: urinary tract"), vulvovaginal mycotic infection ("infection (bladder / urinary tract / vaginal) type: yeast"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), acne ("rashes or skin conditions type: acne"), alopecia ("hair loss thinning") and allergy to metals ("nickel allergy skin outbreaks") and was found to have weight increased ("weight gain / loss (specify which one) gain"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and rash ("nickel allergy-skin outbreak"). The patient was treated with surgery (removed the fetus and essure coils). Essure was removed in (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, urinary tract infection, vulvovaginal mycotic infection, anxiety, depression, acne, tooth fracture, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, alopecia, allergy to metals, back pain, abdominal pain and rash outcome was unknown, the feeling abnormal and mood swings had resolved and the migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, feeling abnormal, migraine, mood swings, pelvic pain, rash, tooth fracture, urinary tract infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- hormonal changes describe: brain fog and mood swings, infection (bladder urinary tract/vaginal) type: urinary tract : yeast, psychological or psychiatric problems condition: anxiety and depression, rashes or skin conditions type: acne, migraines/headaches, dental problems teeth breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain / loss (specify which one) gain, hair loss thinning, lower back pain, abdominal pain, device ineffective, termination, ectopic pregnancy, pregnancy (ectopic), nickel allergy skin outbreak, did not undergo confirmation test. Reporter information, medical history, concomitant drug were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.